Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found it hard to put the wire into the patient and the swg (spring wire guide) kinking after pulling it out from the case.

Event description:
The customer reports that the doctor found it hard to put the wire into the patient and the swg (spring wire guide) kinking after pulling it out from the case.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual investigation of the swg revealed multiple bends in the wire guide body. Microscopic examination confirmed that the proximal weld was fully attached and spherical. The distal weld appeared to be welded incorrectly. It was much smaller and sitting within the coil wire. The bends in the swg body were located at 24mm, 312mm, and 581mm from the proximal end. The length of the returned swg was measured to be 602mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned swg was measured to be 0.86mm which is within specifications of 0.838-0.877mm per swg product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire only encountered resistance at the middle bend. A manual tug test confirmed the proximal weld was intact. The distal weld was also attached but not fully formed. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire separated during use was confirmed through examination of the returned sample. The guide wire body had three bends in it. The distal weld of the guide wire was also found to be formed improperly. The weld was much smaller than it should have been and was sitting within the coil wire. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. However, since a manufacturing error was found, a non-conformance has been initiated to further investigate the welding issue on this swg. It is unlikely that this manufacturing issue led to the kinking of the guide wire.